Event description:
It was reported that after installing the disposable tip, the f2-b1 craniotome attachment fails to couple with the motor handpiece. At the time of report the patient impact was asked but unknown.

Manufacturer narrative:
H3: product analysis :evaluation determined that the reported allegation of coupling attachment failure could not be determined. The likely cause of failure was due to distal bearings being detached. It was also noted that laser markings were faded, color bands faded, leg scratched. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.